Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head had no image and also displayed error message e224 (camera head communication error code). The issue was found during inspection for use. There were no reports of patient involvement.